Event description:
According to the reporter, during a laparoscopic gastrectomy in a patient with stomach cancer, when firing at the antrum of the stomach using a forty five millimeter reload (45mm), the device did not fire. The surgeon was able to pressed the green button and squeezed the handle. A strong snap was also heard when firing. The reload was replaced but the same issue occurred.  It was noted that the handle broke off. To resolve the issue, a new handle was used with the first 45mm reload. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.